Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The device was received with intermittent button response due to corroded keypad traces. The unit had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump has been alarming button error for two hours. Customer presses the act and esc button and nothing happens. Customer's blood glucose was 247 mg/dl. Alarm and possible causes were explained. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.